Event description:
It was reported that suture placement was successful with a proglide device in a common femoral artery (cfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair. Reportedly, the arteriotomy was 6 fr and the puncture site was performed high in the common femoral artery, above the inguinal ligament. Two proglide devices were deployed in the cfa and the sutures were set aside to perform the index procedure. During the aaa procedure the sheath was upsized to 12 fr. Reportedly, after the aaa procedure and during the arteriotomy closure, the sutures and the knot of one of the proglide devices came out of the artery and got stuck in the inguinal ligament. A cut down procedure was performed to remove the stuck suture and close the artery surgically. The sutures of the second proglide were left in place and also used to close the arteriotomy. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be of average weight. Indication for use. Do not use the device if the puncture site is located above the inguinal ligament. Indication for use. The proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone catheterization procedures using 5f to 8f sheaths. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint handling database could not be conducted because the lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency. The other proglide is being filed under a separate medwatch report number.